Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, confirmed by a fingerstick, with no device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included resolution of the elevated glucose after the user replaced the cannula infusion set and resumed insulin delivery during the call. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed that replacing the infusion set and resuming insulin delivery resolved the issue, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.